Event description:
It was reported that the recharger was not changing. It was also reported that the pt experienced a jolting sensation during reprogramming and occasionally when the stimulation was turned on. It was felt that it happened when the pt turned the stimulation on when it was turned up. It was recommended to turn the stimulation level down before turning the device off. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).